Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. This crt-p remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a code 1003 and was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. This crt-p remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a code 1003 and was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. This crt-p remains in service. No additional adverse patient effects were reported. It was reported that, this crt-p was updated with software smr5 to avoid unnecessary explant while expected longevity was still above elective replacement indicator (eri). Nonetheless, the patient was also scheduled for radiotherapy cancer treatment and because of scheduled magnetic resonance imaging (MRI) imaging for the treatment the decision was to explant this crt-p as the patient was 100% pacemaker dependent. A device for other company was implanted. No additional adverse patient effects were reported.